Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a screw passing through a plate. When the surgeon inserted the locking screw in the most distal hole at a radial side of the plate, the screw went through the plate without locking. The surgeon was unable to remove the screw, it remains in the patient. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. The lot was manufactured and inspected and conformed to the synthes inspection. There were no mrrs, ncrs, or complaint-related issues with the work orders.